Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Customer reported having a low blood glucose of 69mg/dl (not 70mg/dl) and going to the emergency room on december 8, 2022 at around 08:00. Customer was not hospitalized. Low started around 3am. Customer treated the low with food. Customer said her last set change was on december 7, 2022 at an unknown time and insulin was squirting out. Customer was not disconnected during the set change. Customer also mentioned getting a new medication recently. Pump was used at the time of the low event (not high event). Per customer, auto mode was used. So, per customer, sensor was used.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose. Customer was hospitalized on date (B)(6) 2022. The customer's current blood glucose was 257 mg/dl. Customer document blood glucose value was 70 mg/dl. Customer was treated with food for low blood glucose. The customer reported mental confusion, weakness, and subsequent emergency room due to low blood glucose. Troubleshooting was performed and the customer indicated that the primary doctor told them that the pump was not working right. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump was on auto mode at the time of the incident. No further patient complications were reported. It was unknown whether the customer will continue or discontinue the use of the device. The product will not be returned for failure analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.